Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of their chest vibrating. No abnormalities were seen on remote transmission. The patient was then seen in the clinic for phrenic nerve stimulation caused by the left ventricular lead. Reprogramming was done and the stimulation resolved. The left ventricular lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.